Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed a radio frequency failed self-test on (B)(6) 2017. The customer stated the alarm recurred on (B)(6) 2017 while the insulin pump was in her pocket. The customer¿s blood glucose level was unknown. The customer got a low battery with her insulin pump when attempting the self-test. They did not have a battery available. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump downloaded in the carelink pro software and all bolus deliveries registered properly in the carelink history report and no failed self-test alarm noted during test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.